Event description:
It was reported that the pump was implanted on 5/21/99. On 8/19/99 the pump was explanted because it the flow rate gradually decreased. Another pump was implanted without any pt complications.